Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2014 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) for syncope. The right ventricular (rv) lead pacing thresholds was found to be increasing. The lead remains in use. No further patient complications have been reported as a result of this event.